Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in patient of a disposable pressure transducer (dpt) with vamp, the blood remained in the reservoir even after it was flushed with saline. It was later indicated through photos that the blood moved above the piston with the blue seal. There was no allegation of patient injury. The product was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The vamp blood sampling system is used to obtain blood samples through a closed system. Leakage past the plunger seal can be due to a manufacturing non-conformance or user technique. There is potential for air to be drawn into the system and injected into the patient, which could result in an air embolus. Blood or air past the plunger seal would be immediately noted by the user and the blood draw would be stopped. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.